Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported printing problem. The printer drawer was missing the paper guide and the printer speed (25) button was worn. Analysis found the ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly was loose. Analysis also found the rear display cover was worn, stylus hanger on the bezel shield was broken, and the system fan was noisy.

Event description:
It was reported there were problems with printing, does not print correctly. It took a long time with usb (universal serial bus). It also took a while to download software. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.